Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The procedure was planned as an atherectomy with a spiderfx. The positioning of the filter was over the trifurcation and the physician performed the atherectomy (a total of 6 passes). After completing atherectomy, the physician wanted to retrieve/recover the filter with the retrieval catheter. The wire broke and the filter got lost into the tibialis anterior. The material that was in the filter was lost, and the filter was snared successfully. The tibialis anterior was sealed. No injury to the patient reported.